Event description:
As reported by the edwards (B)(4) specialist, the retroflex 3 delivery system was on a lunderquist guidewire, which caused a left ventricular perforation. Due to tortuosity in the iliac arteries, a stiff wire (lunderquist) was used to insert the retroflex sheath. After some difficulties, the physician decided to use the lunderquist wire to position the sapien valve across the annulus. The system was able exit the sheath and cross the native valve, and the 23mm sapien valve was deployed 70:30 aortic. Anglos and transesophageal echocardiogram (tee) confirmed the proper working of the new valve. After the guidewire and the retroflex 3 delivery system were removed, the patient's blood pressure started to drop. The tee reveled the pericardium was expanding and the patient started to tamponade. A pericardiocentesis was performed and a drainage tube was placed into the pericardium. Blood was removed from the pericardium and protamine was given. After a period of time blood was still being removed from the pericardium and the patient was converted to surgery to repair the leak. The patient was still alive at the time of the report. Additional investigation revealed the following: per report, the physicians confirmed that the ventricular perforation was caused by the guidewire. There is no allegation that an edwards device contributed to the perforation. There was no resistance between the guidewire and the delivery system during the procedure. Nothing abnormal was noticed about the delivery system before or after the procedure. The patient's left ventricle was described as normal.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site due to there being no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was caused by the guidewire. Per report, the implanting physician used an extra stiff guidewire due the patient's iliac artery being severely tortuous. There is no allegation that an edwards device caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.